Manufacturer narrative:
A "replace generator soon" message was reported to abbott. The patient's original ipg depleted due to the patient's therapy needs increasing over time. The ipg was replaced to maintain effective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or not. The device was still providing therapy. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced.